Event description:
Revision surgery was performed to replace a worn acetabular bearing insert, as well as, the femoral stem and femoral bearing head. Osteolysis was noted around the proximal portion of the femoral stem.